Event description:
Caller reported occlusion alarm issues. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller to disconnect from the site, load a new cartridge, and deliver a bolus, which was successfully completed. A one-time replacement pump was provided.